Event description:
It was reported a design issue with the bag access device in the blood bank. There was no problem with the device itself, however due to the design it will not function the way they would like. There was no further information, and no mention of any specific event or patient involvement.

Manufacturer narrative:
Supplemental created to report: this file is no longer reportable. Global tree has been updated in file.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported a tubing issue.